Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when the hemopro device was in the cannula inside of the patient, the device activated and would not turn off. The device had been tested prior to use with no issue observed. The hemopro was removed and a replacement device was used to complete the procedure without an issue. The hospital did not report any patient effects. There was a minimal delay in the procedure. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. (B)(4).